Event description:
Customer reported issues with the insulin pump. The blood glucose reading is 5.1 mmol/l. Customer also states that the keypad is unresponsive. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.